Event description:
It was reported that during a radical prostatectomy procedure, half way through the procedure, both ports were not maintaining pneumoperitonium and gas was leaking through both ports. The surgeon opened two new devices and the problem was resolved. The sister in charge thought that the batch of trocars might have been faulty. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) = duckbill out of position the b12lt device (a) was received with the duckbill not properly assembled onto the sleeve; leading the reported insufflations issues. See attached pictures. One potential cause for the damage found may be the snagging of an instrument during insertion. However, a corrective action has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the b12lt (b) found that the device was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflation issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hd8x; expiration date: 08/2014; manufacturing date: 09/2009; leak test failure.